Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) registry. It was reported that obstruction occurred. The subject presented with unstable angina and the index procedure was performed on the same day. The target lesion was located in the left main coronary artery (lmca) with 90% stenosis and was 10 mm long with a reference vessel diameter of 4.5mm. The target lesion was treated with pre-dilatation and placement of a 4.5 mm x 12 mm study stent. Following post-dilatation, residual stenosis was 0%. A non-target lesion with 95% stenosis was located in distal left anterior descending (lad) artery. The non-target lesion was treated with pre-dilation using a 2.5 mm x 20 mm balloon and placement of a 2.5 mm x 20 mm synergy stent. Following post-dilatation, residual stenosis was 0%. Post procedure, 60% jailing was noted in the first diagonal artery. The patient was discharged on dual antiplatelet therapy the next day.